Manufacturer narrative:
The investigation into the positioning issues and patient injury has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the positioning issues was use related, and the cause of the patient injury was patient condition related. The failure modes will be monitored and trended.

Event description:
A male of unknown age with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The patient was being transferred to a different hospital. The impella was locked prior to transfer, but the user facility reported that the impella had been placed too shallow and migrated back into the aorta during the transfer. The ems personnel misinterpreted the function of the pump and the loss in measured pulsatility resulted in a delay in support. The patient was in asystole and CPR was delayed due to confusion in the ambulance. Once identified that the pump wasn't supporting the patient, CPR was initiated and the pump was properly repositioning. Although the patient stabilized, the lack in support resulted in a decrease in o2 levels. ECMO was subsequently placed to treat the condition.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.